Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was "difficult to enter" due to the tortuosity of the vessel. The sheath was pulled back and they tried to enter the product again, but entry into the product failed. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was severe vessel tortuosity and moderate presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was exposed from the sealant sleeves.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was "difficult to enter" due to the tortuosity of the vessel. The sheath was pulled back and they tried to enter the product again, but entry into the product failed. Hemostasis was achieved using manual compression for 20 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was severe vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a severely kinked/bent condition. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were observed during the visual inspection. Per dimensional analysis, the catheter working length was measured and found to be within the defined specification. This measurement was obtained using a calibrated ruler. A slit length measurement could not be performed due to the severely kinked/bent condition of the sealant sleeves. A functional analysis was attempted using a corresponding cordis lab sample csi, but insertion and withdrawal could not be completed due to the sleeve condition. However, a simulated deployment test was successfully performed. The unit functioned as intended: the sealant deployed, the balloon retracted, and the full sequence proceeded without anomaly after aligning the tension indicator and sequentially depressing button 1 and button 2. Microscopic analysis was conducted to examine the sealant sleeves and exposed sealant. This confirmed the presence of the severely kinked/bent condition and sealant exposure, as initially noted during the visual inspection. Sheath compatibility verification could not be performed as no csi was returned. Additionally, the simulation using a lab sample was not possible due to the condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (issue was reportedly due to the tortuosity of the vessel, which was severe with moderate pvd/calcium in the vicinity of the access site) along with procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) most likely contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.